Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A slower flow rate when flow rate accuracy is unknown represents a severity of 2-minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. On march 11, 2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
During preventive maintenace testing it was discovered that pump had flow rate issue. There was no patient involvement at the time of preventive maintenance.